Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Devices remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a.

Event description:
Healthcare professional reported left side rupture. Devices remains implanted.

Event description:
Devices has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the radius side assessed as surgical damage and missing side assessed as inconclusive. Additional observations: no further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported left side rupture. Devices has been explanted.